Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-20. H6: investigation summary: three photos and four samples were received by our quality team for evaluation. From the photos, foreign matter was observed on the cannula. The samples were subjected to visual inspection to check for foreign matter. Foreign matter was observed on the surface of the cannula. One sample was subjected to the corrosion resistance test and results showed growth from the cannula steel after test completion. The foreign matter was sent for the scanning electron microscope - energy dispersive x-ray to determine the foreign matter type. The composition of the foreign matter was not able to be identified. Inorganic salts of various types and possibly iron oxide may be present. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the foreign matter could possibly be iron oxide (rust). The corrosion of the cannula is possibly to be due to presence of chlorine. Needle assembly process has been reviewed, there is no presence or any significant amount of chlorine at the machine that can cause the cannula to rust. The machine is enclosed with minimal human intervention and it is unlikely chlorine can get into contact with the cannula. The tubing and cannula manufacturing process was reviewed. The chlorine level is check daily and is within the specified range for the cannula process. Therefore, the root cause was not able to be determined.

Event description:
It was reported that 4 syringe 3ml ll 23ga 1-1/4in tw contained foreign matter. The following information was provided by the initial reporter: "complaint from (B)(6). The user complained that unknown black things were found attached to the needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 4 syringe 3ml ll 23ga 1-1/4in tw contained foreign matter. The following information was provided by the initial reporter: "complaint from (B)(6). The user complained that unknown black things were found attached to the needle."